Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat a bile duct stone performed on (B)(6) 2025. During the procedure, the tip of the sphincterotome was positioned at the orifice of the duodenal papilla and ready to form the bow. When applying gentle traction, it was found that the tip of the autotome rx 44 broke. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: the initial reporter facility name is (B)(6). Reported here as the name exceeded character limit for designated field. Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat a bile duct stone performed on (B)(6), 2025. During the procedure, the tip of the sphincterotome was positioned at the orifice of the duodenal papilla and ready to form the bow. When applying gentle traction, it was found that the tip of the autotome rx 44 broke. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: the initial reporter facility name is university town branch of guangdong provincial hospital of traditional chinese medicine; reported here as the name exceeded character limit for designated field. Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken. Block h11: (investigation result) the returned autotome rx 44 was analyzed, and a visual evaluation noted that the cutting wire was blackened, kinked, and broken from the proximal pierce hole. Additionally, he working length was twisted. No other problems with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis, it was found that the cutting wire was blackened, kinked, and broken from the proximal pierce hole. Based on the condition of the device, the wire break could have been generated if there was contact between the device and the scope during energization or if the generator exceeded the maximum of voltage during the procedure. Also, energizing the device prior to performing sphincterotomy can compromise the cutting wire integrity and cause a premature cutting wire fatigue. Once the cutting wire breaks, any attempt to remove the device from the scope can lead to the broken section hitting the working channel of the scope. This can kink the cutting wire. It is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device performance and its integrity. Additionally, the twisted working length could have been caused after multiple attempts to rotate handle of the device or during the introduction of the device into the scope. Based on all gathered information, the most probable root cause is adverse event related to procedure.